Event description:
The patient received inappropriate therapy for what appeared to be noise on the ventricular channel. The noise is consistent with a conductor fracture. As a result, the lead will be explanted and replaced.